Event description:
Per the audiologist, the patient underwent surgery in 2009 for tissue reduction. Post operatively, the surgeon placed the external coil/magnet over the site to assess flap reduction and magnet retention.